Event description:
A report was received that a pt had undergone a lead revision procedure. The paddle lead had migrated and had become too superficial, which caused the pt pain. The paddle lead was moved, and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.